Event description:
The hcp reported the pt had been experiencing increased tightness. Xrays were obtained and demonstrated catheter separation. The pump was explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal no anomaly found-normal device function.